Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 137 mg/dl at the time of the event. The infusion set had been used for two days and this issue occurred with six infusion sets. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.